Event description:
A report was received that ten days following the initial implant procedure the patient's incision site appeared infected. The patient was experiencing drainage from the incision site. Along with the incision drainage, the patient also started having increased incisional pain as well as increased calf pain. The physician does not believe the drainage was device related and it's unknown what caused the drainage. The patient was started on antibiotics.

Event description:
A report was received that ten days following the initial implant procedure the patient's incision site appeared infected. The patient was experiencing drainage from the incision site. Along with the incision drainage, the patient also started having increased incisional pain as well as increased calf pain. The physician does not believe the drainage was device related and it's unknown what caused the drainage. The patient was started on antibiotics.